Event description:
Customer purchased the pump in (B)(6) 2010. She has been using it every day, 3 times a day, except on weekends. Customer states that starting 3 weeks ago, her nipples started cracking around the base of the nipple where it meets the areola. She is using the 24mm breastshield. Week 1, she thought it was positioning; it healed over the weekend when she was not using the pump. Week 2, she started on the other side and she knew it was not the positioning at that time. She started trying different breastshield sizes (21mm, 27mm, 30mm), but it still was happening. She met with her doctor and the lactation consultant; both are of the opinion that the pump is the cause of her problem. She feels like the suction is stronger. She is pumping at the lowest setting and said it has very strong suction. She would turn it down if she could. Customer has another pump that is much more comfortable, and she doesn¿t see cracking when using it.

Manufacturer narrative:
A replacement pump was sent to the customer. The customer returned the pump for evaluation / investigation. Performance tests were conducted; the pump failed the tests. The vacuum was uneven. Even at the lowest speed, the vacuum level was too high. The device also had a cracked gear box. While the device did not test to specifications, no definitive conclusion regarding the cause of the reported event can be determined.